Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that right ventricular oversensing was observed. A lead issue was suspected. The patient did not want any further investigation done. The lead remains implanted.